Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Physician performed an ablation on (B)(6) 2019. During the procedure he noticed a difference in conducting in different parts of the ra. The following day, (B)(6) 2019, he decided to change out this ra lead with a longer lead in a more medial position in the right atrium. He put in the longer lead, tested both leads and then chose to explant this lead and keep the longer lead implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.